Event description:
It was reported that during a procedure of the restenosed 10 year old unspecified bare metal stent (bms) and narrow occlusion of the distal right coronary (rca) artery, after predilatation with a 2.0 x 15 mm non-abbott balloon dilatation catheter (bdc), the xience xpedition stent delivery system (sds) crossed the bms but could not cross the narrow distal occlusion lesion. The sds was removed and predilatation was completed with a 2.5 x 15 mm non-compliant non-abbott bdc which crossed the tough lesion distally. The bdc was removed and the sds was attempted again but still could not cross the lesion distally. Again dilatation with the bdc was performed and the sds was attempted to cross the lesion distally without success. The procedure was aborted at this point. There was no reported adverse patient effect. There was a clinically significant delay in the procedure reported as the prolonged unsuccessful procedure increased fluoroscopy time, however, there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use, non de novo lesion. The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent damage was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: xience xpedition is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.